Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 400 mg/dl. Customer treated high blood glucose with insulin pump. Customer did bolus but it did not bring the blood glucose down. Customer reported tubing was bent and blood glucose went down after changing the tubing. Customer's current blood glucose was 358 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer stated there were air bubbles and air gasps on the current tubing and infusion set. Air bubbles were soda pop or champagne sized. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.